Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that a fracture was noted on a pacing lead. The lead was explanted and replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported there was faulty insulation on the ventricular lead and the ventricular set screw grommet appeared torn and almost completely out of device. The patient was intubated and received pharmacology. The implantable pulse generator (ipg) was explanted and replaced. It was further reported there was faulty insulation on the ventricular lead and the ventricular set screw grommet appeared torn and almost completely out of device. The patient was intubated and received pharmacology. The implantable pulse generator (ipg) was explanted and replaced.